Event description:
The user facility report that the involved run through product was used in a highly-stenosed lesion. Coating was worn leading to poor slidability between the wire and balloon. The procedure was continued with a different wire. The event occurred intra-operative. The final patient impact was not harmed. The patient was not injured, medical or surgical intervention was not required. The procedure outcome was successful.

Manufacturer narrative:
The actual device has been returned for evaluation. Inspection of the actual sample was conducted. Visual inspection found a curve at the distal end. This was presumed to have been made through a tip shaping manipulation. Magnifying inspection found a kink in the coil (a gap in the coil pitch) at approximately 30mm from the distal end and an untied coil at approximately 160mm from the distal end. Magnifying inspection found that ptfe coat had been peeled off at approximately 1220mm and at approximately 1460mm from the distal end. No external anomaly such as a kink (gap in the coil) in the stainless steel coil section or peeled ptfe coat or scratch in the shaft section was observed in the area other than the above-mentioned. Staining the hydrophilic coat on the platinum and stainless steel coil sections with chemical reagent revealed worn hydrophilic coat at multiple parts. Hydrophilic coated section turns blue when stained. Outer diameter of the platinum coil section (undamaged part) met the factory's specifications. No anomaly was found. Outer diameter of stainless steel coil section (undamaged part) met the factory's specifications. No anomaly was found. Outer diameter of shaft section (undamaged part) met the factory's specifications. No anomaly was found. Review of the manufacturing record and the shipping inspection record of the involved product code/lot # found no anomaly. Review of the past complaint file of the involved product code/lot # found no other similar reports from other facilities. The following simulation test was conducted in the past. A factory retained run through ns was combined with a metal torque device, and then the metal torque device was pulled out so that abrasion force was applied to the run-through ns. As a result, the ptfe coat was peeled off. Based on the results of the investigation, as one of possibilities in this case, it was inferred that a hard object such as a metal torque device came into contact with the shaft section, abrasion force was exerted to the ptfe coat causing it to peel off; however, since the details of the procedure were unknown, the cause of occurrence could not be clarified. Regarding the kink (gap in the coil pitch) and peeled hydrophilic coat of the platinum coil section, it was presumed that the distal end of the actual sample was trapped at the lesion site and then pull-push operation was repeated, which resulted in the above damage. Regarding the untidy coil pitch in the stainless-steel coil section, it was presumed that the actual sample was subjected to excessive torque and abrasion force while its distal end of was trapped at the lesion site, which resulted in the above issue. The reason for the resistance felt when the balloon was inserted over the actual sample was likely to be due to the outer diameter having become larger than normal due to untidy coil. Relevant instructions for use (IFU) reference: do not use the run-through ns with devices which contain metal parts such as atherectomy catheters. Such manipulations may cause the run-through ns hydrophilic polymer coating to peel off, and damage and/or sever the wire. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.